Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and dizziness. It was also reported that possible under sensing was noted on the right atrial (ra) lead on stored atrial electrograms and the implantable pulse generator (ipg) was pacing below the programmed lower rate. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.